Event description:
It was reported that the customer received multiple altitude alarms. Reportedly, customer's blood glucose level was impacted. Customer ate a meal and blood glucose level was within target range.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow up report will be submitted.